Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus sensor was started in the libre app, which prevented use with the ilet, resulting in a ¿sensor in use by another device¿ condition and disruption of ilet blood glucose run mode. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included troubleshooting with the user. Investigation of this case revealed use error related to initiating the cgm sensor on a non-ilet application, causing incompatibility with ilet sensor pairing and data acquisition. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and configuration.